Event description:
It was reported that during the pump preparation process, the pump cable and modular cable connection could not be disconnected. The reason was unknown, but multiple people including the primary and secondary surgeons had tried to disconnect the pump cable from the modular cable. Per the clinical decision of the primary surgeon, the decision was made to exchange the pump for a new pump. The surgeon expressed concern for the future in the event that the modular cable needed to be exchanged, that it would be unable to be disconnected. The pump and modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the pump cable from the modular cable was confirmed through evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and modular cable. However, a specific root cause for this finding could not be conclusively determined through this evaluation. The pump was returned assembled with the pump cable intact and connected to the modular cable. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. The cuff lock was in the proper lockout position. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Inspection of the inline connector noted tool marks on modular cable inline connector screw nut consistent with the use of tools to rotate the nut. A manufacturing analysis investigation was initiated to further investigate the report of difficulty disconnecting the inline connector. The modular cable screw nut was able to be loosened using a vice and locking pliers. After the screw nut was loosened, the pump cable/modular cable inline connection was able to be connected and disconnected multiple times. No damage was found on the interior of the inline connectors. Review of the device history records found no deviations during the manufacturing process, during which the connectors undergo multiple checks. A specific root cause for the initial difficulty disconnecting the inline connector could not be conclusively determined; however, it was determined to not be manufacturing related. The lvad (left ventricular assist device) log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. This section also provides instructions for submerging the pump in saline and running it for a minimum of five minutes at 3,000 revolutions per minute. Section 5 also warns that during the implant process; a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 2 ¿system operations¿ of the IFU (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ to connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.